Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a wallflex partially covered esophageal stent was used during an egd (esophagogastroduodenoscopy) with stent placement procedure performed on an unknown date (patient's age unknown). According to the complainant, there was difficulty experienced in crossing the strictured area due to compression from extrinsic cancer. The area was not predilated. The deployed stent failed to fully expand, and after waiting 2 minutes, the physician used balloon dilation to successfully open it completely. The stent maintained expansion, and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(Stent, failed to expand), - (stent, difficulty crossing lesion). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.